Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06c29, that has a similar product distributed in the us, list number 06l27. (B)(4).

Event description:
The customer reports ongoing issues of (B)(6) assay results being generated on an architect i2000sr analyzer. No recent examples were provided. No suspect results have been reported from the lab with no known patient impact.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. There are no related adverse or non-statistical trends identified for the complaint issue. No testing was performed on reagent lot number 55701li00 as it had expired in march 2016. Therefore, an analysis of the field data of the affected lot compared to field data of all other lots within the last 12 months was performed and demonstrated that the initial reactive rates were comparable. The historical performance of the architect (B)(4) assay was reviewed worldwide and all lots were found to be comparable, indicating no systemic issue in the field. A review of the manufacturing documentation for this lot number did not identify any issues associated with the customer observation. The architect (B)(4) assay package insert and the architect system operations manual provide information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. This issue appears to be one of sample integrity. Additional information: patient identifier: (B)(6) (initial (B)(6) result of (B)(6)); sex: male. Lot# 55701li00.

Event description:
The customer provided one example: for sample 15/19522, an initial architect (B)(6) assay reactive result of (B)(6) was generated on (B)(6) 2015. The sample retested (B)(6) at (B)(6). The following day, the sample retested (B)(6) at (B)(6). No further information was made available.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected. Lot# corrected.